Event description:
It was reported that after a da vinci surgical procedure, it was observed that the tip was broken and the permanent cautery spatula instrument tip came off the string. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found a large piece of the yaw pulley was broken off at the assembly. The missing piece was not returned with the instrument. Failure analysis concluded that the damage may be due to misuse/mishandling. Failure analysis investigation also found the following damages: the conductor cap was broken off. The missing conductor cap was not returned with the instrument. Failure analysis concluded that the damage may be due to mishandling/misuse. The conductor wire was dislodged. The exposed conductor wire was a result of a broken yaw pulley. The wire insulation was not damaged and the instrument passed the electrical continuity test. A derailed yaw cable was also found due to the broken yaw pulley. Movement and functionality of the instrument was lost. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken yaw pulley which was missing a large piece found during failure analysis if to recur could cause or contribute to an adverse event.